Manufacturer narrative:
The customer's products have been requested for investigation. However, it should be noted: customer indicated she had lost or misplaced her meter. A follow-up report will be filed once the meter is returned or additional information is obtained. The device serial number is unknown; hence the date of manufacturer is unknown. The date listed is the date when abbott diabetes care became aware of the event. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on an unspecified date/time she went to a hospital and was given unspecified "fluids" and insulin. No further information was provided by the customer as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.